Event description:
Pump screen is blacked out and will not power on. Tried to change batteries, and pump will beep when batteries removed, but still will not power on with new batteries. Pump initially alarmed, but is not making any noise. Pump was dropped about 18 inches while in the case at some point, but no other damaging situations can be recalled. Unable to troubleshoot, sending replacement pump. Dose or amount: 40ml/24hr. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2016 to continuing. Diagnosis or reason for use: pah. Did the product fault occur while in use with a patient: yes. Did the product issue cause or contribute to patient or clinical injury: no.